Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Health effect - impact code: f2203. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® volift¿ with lidocaine in mentolabial fold. Five days later, patient was injected with 1ml of juvéderm® volbella¿ with lidocaine in lips. Two months later, patient developed swelling and redness in the naso-mentonian sulcus as well as nodules. Hcp advised patient to ice area and requested blood count and pcr. Two days later, patient was prescribed tapering dose of predism, 40mg for 2 days, then 20mg for 3 days. One day later, patient developed swelling in lips. An ultrasound was performed which showed large area of edema and no signs of infection, but an inflammatory process around fillers. Patient was treated with corticosteroids; symptoms worsened. Patient was also treated with 2000ui of hyaluronidase without symptom improvement. One day later, patient stopped the corticoid. Three days later, the nodules recurred and edema developed in nasogenian sulcus, lip-mentonian, and lip. One day later, patient was prescribed 40mg predsim for 2 days, then 20mg predsim along with ciprofloxacin. Three days later, when lowering the dose of predsim, the swelling recurred. Patient was treated with hyaluronidase and kenalog and prescribed methotrexate 15mg for 4 weeks based on returned lab work. Patient history includes autoimmune conditions noted as ¿rosacea¿. Approximately a few days after the injections, patient received meningitis and h1n1 vaccines. Symptoms ongoing. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00623 (allergan complaint#: (B)(4). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.